Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent a primary breast augmentation with unknown mentor breast implants experienced right-sided implant deflation and unexplained systemic symptoms postoperatively, including hip and knee pain, swelling, inflammation, fogginess, joint aches, sinus pressure, tingling in hands, memory problems, fatigue, rashes, hair loss, and fogginess. The patient also stated that she is going through menopause, and also noticed a loss in volume in the right breast. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report has been defaulted to saline breast implant due to unknown type. If additional information is received, a supplemental report will be submitted as applicable. This medwatch report is for the right-sided implant.